Event description:
It was observed that during the device evaluation, the subject device had burn marks that were observe on the distal end tip and the plastic distal end cover (c-cover). In addition, the air/water nozzle was present with foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a definitive root cause could not be identified. Based on the results of the investigation, it was confirmed that a portion was scorched and melted. Therefore, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. However, the most probable cause of the complaint is traced to component failure. In addition, foreign material was present within the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.